Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's child reported that on (B)(6) 2024, the patient had stroke-like symptoms. The patient's husband took the patient to the emergency room. There was no cgm or bg readings reported during this time. At the ER, the patient was reportedly not having a stroke but the symptoms she was experiencing was because of low blood sugar. A bg was checked and it was 50 mg/dl compared to the cgm reading of 150 mg/dl. It was reported that the patient was admitted to the hospital for 3 days but was not given medication. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid when the patient was at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.